Manufacturer narrative:
Product event summary: afapro28 balloon catheter with lot 25985 was returned and analyzed. External visual inspection of the balloon, shaft, and handle segments was performed. Visual inspection of the balloon segment was performed and identified a bent balloon. Visual inspection of the shaft segment was performed and no anomalies were identified on the shaft segment. The shaft is intact with no apparent issue. External visual inspection of the electrical handle segment was performed and no anomalies were identified. The electrical connector is intact with no apparent issue. The catheter smart chip data was reviewed. Data indicated the catheter was never used; no application performed. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. However, during inflation the guide wire lumen inside the balloon segment was bent. Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments was performed. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.25 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the balloon catheter failed the returned product inspection due to a kink/twist was observed on the guide wire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the balloon was kinked and the steering was not working. The balloon catheter was subsequently replaced. The case was completed. No patient complications have been reported as a result of this event.